Event description:
The customer reported that the sys failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter pcb and control panel processor pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.